Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
In addition to the previously submitted issue, inspection of the received device found that a piece of insulation close to the device jaws is missing and was not returned. The user facility has confirmed that the piece did not disengage during the procedure.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016 the incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the ligasure device could not be opened after coagulation. The device took vigorous effort to open, and after opening the handle would no longer function.

Manufacturer narrative:
(B)(4). Date of follow-up report: 04/28/2016. Date of second follow-up: 06/01/2016. One used ls1037 was received for evaluation. Visual inspection of the returned device found the body weld was cracked, causing the body of the unit to separate during use. The separated weld allows inner components to shift, and inhibits operation of the jaws. Further inspection confirmed evidence that an adequate body seal was made during manufacture, and the type of cracking seen is from damage accrued to the device. The investigation could not determine when or where the body became damaged, and the root cause is unknown. A review of the device history records for this lot found no potentially contributing entries, and that it was released after meeting all quality specifications.

Event description:
Further examination of the device found that the insulation is not damaged or missing pieces.